Event description:
Reporter informed manufacturer that their dell handheld computer screen with 7.1 programming software continues to freeze during interrogation. Troubleshooting had been performed, but the event continues to occur. The 7.1 programming software was returned and product analysis is pending.